Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis after decontamination (in appropriate packaging). The returned device matched the upn number provided by the customer. Visual inspection showed a small crack in the luer. Microscopic inspection showed a blue fiber on the distal tip. The adhesive on the insulation connecting to the distal tip looked to be raised further up on the tip. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermistor/sensor resistances measured in spec and were typical. No opens or shorts were found. Lcr test was performed and confirmed that the sensor was within specifications. The ablation was verified by using the maestro generator 4000 ((B)(4)) and the metriq pump and the device was found within specifications. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28jul2017. It was reported that the excessive noise occurred during ablation. During a right atrial flutter ablation procedure with an intellanav oi ablation catheter, there was excessive noise during ablation on the distal tip. The procedure was completed with the same catheter and there were no patient complications or injuries. Device analysis revealed a blue fiber on the distal tip.